Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp ss bag 20d low sorb ss tex 0.2m was blocked. The following information was provided by the initial reporter: material no: 24301-0007t, batch no: 20015370. It was reported line would not prime past the filter. There was no patient or staff harm. The pharmacy primes the lines with normal saline or d5w prior to adding chemotherapy to the bag. Customer email: this morning we had an issue while trying to prime ref (B)(4). When the technician was priming the line with normal saline they could not get fluid to go past the filter in the line.

Manufacturer narrative:
This field has been updated with corrections: b.4. Date event reported to cfn: 2020-08-14. Device evaluation: it was reported line would not prime past the filter. Received from the customer was one used primary filter set model 24301-0007t lot 20015370. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received set during initial visual inspection. To prepare for functional testing a lab stopcock was attached to the texium end to engage the component and open the line. Functional testing was performed by filling a lab IV bag with blue dye water and attaching it to the set allowing fluid to flow through the whole set via gravity. Fluid did not flow as expected. Priming the set through the smartsite ports using a lab syringe filled with blue dye water isolated the occlusion to the texium component (p/n 12273879). Supplier quality engineering has issued a quality systems memo regarding this failure. Manufacturing and the supplier will continue to monitor this failure for any future trends. A device history record for model 24301-0007t with lot number 20015370 was performed. The search showed that a total of 7,683 units in 1 lot number were built on 05jan2020. Quality notification 200304290 was found relating to this failure mode but was resolved under qn 200302139. The customer¿s report that the line would not prime past the filter was confirmed. The cause of the customer¿s report is due to an occlusion at the texium component. The root cause of the texium occlusion could not be determined.

Event description:
It was reported that as lvp ss bag 20d low sorb ss tex 0.2m was blocked. The following information was provided by the initial reporter: material no: 24301-0007t batch no: 20015370. It was reported line would not prime past the filter. There was no patient or staff harm. The pharmacy primes the lines with normal saline or d5w prior to adding chemotherapy to the bag. Customer email: this morning we had an issue while trying to prime ref (B)(4). When the technician was priming the line with normal saline they could not get fluid to go past the filter in the line.